Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. The investigation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A lot history file review was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not returned

Event description:
The user facility reported that a chemo-drug leaked out from a crack line of the 3ml syringe barrel during injection. Follow up communication with the user facility reported the following: treatment was deferred; it is dangerous for the medicine to spill out; it was reported that it was hard to deliberate weight dosage to the patient; it was reported that they cannot assess the volume of medicine injected into the patient as well as the wasted medicine; and there was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and evaluation of retention samples of the involved product/lot number combination. Visual inspection revealed no defects. Inspection from syringe assembly until the packing process revealed no defects. Components are supplied to the assembly process separately to prevent defects. Dimensional testing confirmed samples met manufacturer specification. Simulation testing was conducted on retention samples stored under normal room temperature and testing could not reproduce the reported defect. Another test was performed using retention samples that were stored in a temperature at 2-4 degrees c. The barrel was found to be cracked after tapping and leakage occurred during injection. A review of the lot history record was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction. Though the exact cause cannot be definitively determined based on the investigation results, storing the syringe in a cold environment may have an effect on the barrel integrity causing the reported complaint. General caution is reflected on the secondary packaging stated as "do not store at extreme temperature and humidity. Avoid direct sunlight." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.